Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon return the device underwent detailed analysis. A review of the memory log verified that the device had a capacitor reformation done and the fault was set 4 days later. It appears that this device did not recover in 72 hours due to the device being cold. The device was put through a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. The device was functioning normally.

Event description:
Boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) was interrogated prior to implant. An error message appeared which noted the battery was to low for remaining capacity. The representative discussed with technical services who advised another interrogation after 72 hours. It was later reported that upon interrogating the device again the same message appeared. Technical services advised not implanting the device. The device was being returned for analysis.